Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/10/2023, it was reported by a sales representative via email that an ar-4020c-07 fastthread biocomposite interference screw stripped during insertion and could not advance all the way in. This was discovered during an aclr procedure on (B)(6) 2023. The case was completed using a product from another manufacturer over the fastthread biocomposite interference screw. Additional information requested. Additional information provided 07/12/2023: the screw did not break into fragments, it just stopped advancing. The case was completed by keeping the screw in the patient and implanting a metal screw over it from another manufacturer.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the fastthread¿ biocomposite¿ interference screw during insertion.